Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device's battery cable was broken. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (fse) evaluated the device and the reported issue was confirmed and traced to a faulty battery cable. The se replaced the battery. The device passed performance verification testing and was placed back into service.